Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned screen was completely black and station not powering on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined station was not powered on. The field service engineer (fse) contacted the customer who confirmed that the station mains were functioning correctly. The fse identified a failure in the aux 6 drawer and instructed the customer to disconnect the drawer to allow continued use of the station with it removed from the bus. The customer verified that the station was functioning properly with aux drawer 6 disconnected. The system functioned as intended after the field service engineer resolved the issue.